Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump touchscreen was cracked and shattered after patient was hit by rock, which made display illegible and prevented further interaction with pump. There was no adverse impact to the customer's blood glucose level. Customer contacted support and was unable to safely lift screen protector due to damage, and technical support arranged replacement pump for customer.